Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented with ventricular lead noise. No capture, sensing, or impedance issues were reported. No intervention was performed.

Event description:
New information revealed that the patient presented remotely. Programming changes were made, and no new noise episodes have been reported since. The patient will continue to be monitored.